Event description:
At 6 month follow-up, duplex scan revealed <(><<)>50% in-stent stenosis and distal stent edge not well visualized. At 12 month follow-up interval change proximal stent occluded, distal stent collateralized. At 24 month follow-up grade 1 single strut fracture left distal sfa stent repeat angiogram on same day revealed an occlusion of the target lesion and notation of occlusion just proximal to study stent. No intervention was performed.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure, one complete se stent was implanted to the left distal sfa. Approximately 24 months post index procedure, target vessel atherectomy and thrombectomy was performed with stent placement. Target lesion/vessel revascularization was performed. Investigator reported that the event was possibly related to the study device. Patient recovered with treatment.

Manufacturer narrative:
(B)(4): results - (occlusion of sfa artery or distal vasculature), other (root cause of event unknown).